Event description:
Boston scientific received information that during a routine follow-up, it was found this implantable defibrillation lead had exhibited a low out of range shock impedance measurement. A commanded test was performed which yielded a measurement of 68 ohms. Review of daily measurements revealed acceptable shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
It was reported the patient was no longer in the clinic. Technical services discussed troubleshooting options. Records indicate this lead remains in service. Should additional information become available this report will be updated.